Event description:
The customer reported that the device showed an x.

Manufacturer narrative:
(B)(4). The customer reported that the device showed an x. The device was evaluated by a third party service provider. The symptom was clarified as a therapy knob failure. The therapy knob was replaced to resolve the issue.